Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had no delivery alarm during basal, bolus, fixed prime. Customer's blood glucose was unknown mg/dl. Customer was assisted in performing 5.0 units fixed prime. The customer stated the insulin did exit. Customer was advised to change out his set/reservoir and it resolved the issue. The customer was advised to return the set for analysis.